Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that left ventricular (lv) lead exhibited high pacing thresholds which led to loss of capture. High pace impedances were also observed. The lead was suspected to be fractured, but that was not confirmed. This lv lead was surgically abandoned and replaced. The lead was not tested via a pacing system analyzer and no fluoroscopy or x-ray was performed. No additional adverse patient effects were reported.